Event description:
It was reported that the patient experienced pump dimpling and fluid would not transfer with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure a clear break was identified in the left side of the tubing to the pump. The break was suspected to happen from wear and tear during use. The patient did not experience any adverse events.